Event description:
Pt had a CT scan performed using philips brilliance 64 slice CT machine, but malfunction occurred with machine and we could not view images or send any images to our pacs. Have reported problem to philips. Philips has described the problem as being a problem with the g-host.